Event description:
During an open sigmoid resection procedure, the plastic trocar was unable to be removed for the anvil. Eventually was able to remove with great difficulty. Case completed with same instrument. No pt consequence.

Manufacturer narrative:
Evaluation summary: one instrument was received in good visual condition. The breakaway washer was present and cut, and there were no staples present. The anvil was returned loose in the bag, and with the ancillary trocar attached. The ancillary trocar was confirmed to be broken at the tip and stuck inside the trocar. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. As the instructions for use state, "rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft." A new breakaway was inserted, a test anvil was used and the device was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident.